Event description:
The customer reported that an 840 ventilator display was changing intermittently while in use on pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui keyboard. The unit passed extended self-testing.